Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description:infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The physician suspected lead fracture. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively.